Event description:
A (B)(6) male patient contacted zoll customer support to report arrhythmia alarms. While troubleshooting, a patient service representative (psr) reported that the patient's battery was not working. The patient was issued a replacement monitor and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is complete. The reported problem (battery not working) has been confirmed. As received, the battery was able to power a monitor but was unable to charge. The cause for the inability to charge was contamination on the pca and cells. The root cause for the contaminated pca and cells. The root cause for the contaminated pca and cells is likely ingress of an unknown liquid. Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (arrhythmia alarms) is being investigated. As received, the monitor failed incoming functional testing. A supplemental report will be submitted following completion of root cause investigation. No adverse event resulted from the contaminated battery or defective monitor. The patient received a replacement monitor and battery pack.